Event description:
Customer reported the "cannula pulled out" causing her bgs to reach 285 mg/dl to 295 mg/dl. The pod was worn on her right upper buttocks. Device was returned.

Manufacturer narrative:
The product was returned for evaluation and found to be functioning as intended. No malfunction or product defect found that would have contributed to the customer's rising blood glucose levels. A dislodged cannula would result in interrupted insulin delivery and may lead to increased blood glucose. The lab evaluation, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. Lot qualification records were reviewed and determined to have passed all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result."